Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 500 mg/dl. Customer was treated with manual injections. Customer reported that the insulin pump had an under delivery anomaly. Troubleshooting was completed.. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at the test reservoir. The insulin pump did not have a delivery anomaly, bolus anomaly nor basal anomaly during testing.